Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updating treatment to no treatment for hypoglycemia in h6 as no treatment was mentioned. Updated summary: customer had a low. No symptoms of low were reported. No treatment for the low was mentioned. Helpline could not reach the customer to troubleshoot. It was unknown if pump was used within 48 hours of the low. It was unknown if sensor was used. It was unknown if auto mode was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had overdelivering, random insulin flow blocked errors, the motor was louder than usual, and the pump had rejected a new battery. Troubleshooting was performed but the issue was not resolved. The customer reported hypoglycemia treated with others. The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-864, mmt-332a, mmt-1780kpk. The customer reported low blood glucose. The customer reported a past insulin flow blocked alarm. The customer reported receiving a battery failed alarm. No further patient complications were reported. No product return was required for mmt-864. No product return was required for mmt-332a. No product return was required for mmt-1780kpk.

Manufacturer narrative:
Unit passed the self-test, active current measurement, sleep current measurement test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The dat test at 0.0871 inches. No unexpected alarms/alert/anomalies noted during testing. No failed battery test and unexpected insulin flow blocked alarms noted during testing. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed 7.6 units of normal bolus was delivered on 04-jul-2024. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of 04-jul-2024 or two days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: missing display window/cover, stained keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails. Failed battery test, drive/motor anomaly, no delivery/occlusion alarm and unexpected insulin flow blocked alarm were not confirmed. Pump passed functional testing and no over delivery anomalies noted during testing. Unable to confirm low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.